Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The o2/n2o proportioner was calibrated and the o2 control screws were tightened. The unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture unavailable at time of MDR filing.

Event description:
The hospital reported the unit's o2/n2o proportioner was not operating as expected and was able to deliver a hypoxic gas mixture during a case. The patient did not receive a hypoxic mix. There was no report of patient injury.